Manufacturer narrative:
The returned device was evaluated. Evidence of an internal leak was found due to the reservoir o-ring was damaged causing insufficient seal between the reservoir wall and the plunger. Qualification records were reviewed, and the product met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
It was reported that the customer's blood glucose (bg) level reached >250 mg/dl after wearing the pod between 24 and 36 hours.